Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to the electrical failure of the keypad-unresponsive key. A review of the device history record showed the device had a manufacture date of 01may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on. There was no patient involvement.